Manufacturer narrative:
Results: the lantern was kinked approximately 147.5 cm from the hub. The device was ovalized approximately 149.0 and 149.5 cm from the hub. Conclusions: evaluation of the returned lantern revealed a kink and ovalization near the distal tip. If the device is forcefully gripped or pinched during preparation for a procedure, damage such as an ovalization may occur. Subsequently, if an ovalized device is attempted to advance through a parent device, resistance may be experienced. Forceful advancement against this resistance may result in a kink. These damages may have contributed to the inability to advance the guidewire through the lantern during the procedure. During functional testing, the lantern was advanced through the returned non-penumbra 4f catheter with resistance. The non-penumbra guidewire was advanced through the lantern without an issue. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a pulmonary arteriovenous (pav) shunt using a lantern delivery microcatheter (lantern), non-penumbra guidewire, and non-penumbra diagnostic catheter. During the procedure, the physician placed the lantern and the diagnostic catheter in the target vessel. While attempting to advance the guidewire through the lantern, the physician experienced resistance after a few centimeters; therefore, the lantern was removed. The procedure was completed using another lantern and the same guidewire and diagnostic catheter. There was no report of an adverse effect to the patient.